Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high thresholds and high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The out of range impedances were unable to be recreated with isometrics/pocket manipulation. It was noted the patient had fell 2 weeks prior and experienced pain in the left shoulder and right leg. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.